Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the forceps elevator. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.